Manufacturer narrative:
G2: citation: authors: yi, m.-m., do, h. P., li, y.-c., wang, r., zhuang, z., xu, m.-m., liu, t., shao, t.-f., ding, l.-p., <(>&<)> ge, w.-h.. Ticagrelor versus clopidogrel in the dual antiplatelet regimen for unruptured intracranial aneurysm treated with stent-assisted coil embolization: a singlecenter cohort study. World neurosurgery 2022. Doi:10.1016/j.wneu.2022.11.102 a.2. This value is the average age of the patients reported in the article as specific patients could not be identified. A.3. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. Earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Yi m-m, do hp, li y-c, et al. Ticagrelor versus clopidogrel in the dual antiplatelet regimen for unruptured intracranial aneurysm treated with stent-assisted coil embolization: a single-center cohort study. World neurosurgery. January 2022. Doi:10.1016/j.wneu.2022.11.102 medtronic literature review found a report of patient complications in association with pipeline embolization device and solitaire ab stent. The purpose of this article was to evaluate the efficacy and safety of ticagrelor for unruptured intracranial aneurysms (uia) treated with stent-assisted coiling (sac) and compare them with those of clopidogrel. Patients were retrospectively recruited with uia undergoing sac or flow diversion (fd) from january 2020 to december 2020. Data from 86 patients with 99 uia and treated by sac with clopidogrel were compared with those from 108 patients with 111 aneurysms and treated with ticagrelor. There were 120 females and 74 males with an average age of 59 years. Two different types of stents, including the fd pipeline embolization device and sac stent (neuroform ez [stryker neurovascular]; lvis [microvention]; enterprise [codman neurovascular]; and solitaire ab [medtronic]), were implanted. The successful positioning of the stents was confirmed by angiography. The article does not state any technical issues during use of the medtronic stents. The following intra- or post-procedural outcomes were noted: -major adverse cardiovascular and cerebrovascular events (macce) occurred in 18 cases. One patient in the ticagrelor group died of diabetes complications. In the ticagrelor group, there were 6 patients with ischemic stroke, 1 with transient ischemic attack, 1 with acute myocardial infarction, 1 with stent thrombosis, 1 with new-onset cardiac arrhythmia, and 2 with urgent revascularization. The complications in the clopidogrel group were 4 ischemic stroke and 1 transient ischemic attack   -bleeding events occurred in 34 patients. All bleeding events were nonfatal, and no symptomatic intracerebral hemorrhage or subarachnoid hemorrhages were detected. Asymptomatic intracerebral hemorrhage occurred in 3 patients, bleeding gums in 17, skin ecchymosis in 12 and mild stomach bleeding in 2. -10 patients were left with moderate to severe disability.